Event description:
It was reported that about two weeks after implant this right ventricular (rv) lead was suspected to have perforated. The rv perforation was confirmed through xray imaging. The lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. This lead is expected to return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found no abnormalities except for dried body fluid and tissue around the helix, which is normal for active fixation leads. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of perforation.

Event description:
It was reported that about two weeks after implant this right ventricular (rv) lead was suspected to have perforated. The rv perforation was confirmed through xray imaging. The lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. This lead is expected to return.